Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 14.6 mmol/l. The customer had reported no symptoms but was just tired from lack of sleep. The customer states treated with manual injection. Customer's current blood glucose value was 14.6 mmol/l. Customer's blood glucose value was 22 mmol/l at time of incident. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated she couldn't see any drops at the end of the tubing when doing a set change. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. There were no leaks. Customer reports air bubbles in the tubing which was 1 centimeter. Air bubbles were not removed successfully and was advised to disconnect the pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.